Event description:
It was reported that the xenon light source had no image. The issue occurred during the preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Based on the facts obtained from the investigation, which was conducted based on complaint information, the phenomenon of the images not being displayed was not reproduced during the repair department's inspection, and therefore could not be inferred. Olympus will continue to monitor field performance for this device.